Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the customer stated there was a fiber optic sensor failure. After inspecting the iabp, and running a fiber optic test, the fse could not duplicate the event. Fiber optic test passed. The iabp passed all functional and safety tests per factory specifications, was returned to the customer, and cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) had a fiber optic issue. There was no patient involvement or harm reported. No adverse event reported.